Manufacturer narrative:
Unable to perform displacement test due to missing retainer. The insulin pump was received with missing reservoir tube o-ring, cracked select button keypad overlay, keypad overlay texture damage and minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the ring on top of the reservoir compartment was missing. No further details were provided. The insulin pump will be returned for analysis.